Event description:
A customer reported that, after the lens replacement, the patient experienced visual disturbance daily in the form of flashing or strobing. Therefore the patient experienced headache and anxiety. The patient was having these visual disturbances regularly which impacted the quality of life. Hence the walking hours of the patient was miserable. The patient is now looking for the lens replacement although it might be painful and risky. Additional information received stating that, the patient was experiencing the disturbance in the vision everyday, going out was not comfortable. Lighting in stores, restaurants, doctor's offices, homes and more most all cause the flashing. Overhead lighting and lighting coming from lamps at a certain angle generally give the grief. The patient also seem to be having more bright flashes on the outside of the eye when lights hit at certain angle. Since the quality of patient is affected, the patient is proceeding with lens replacement.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5. And d.6.b. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, explant took place on (B)(6) 2023. Replaced with an another company lens. Patient symptoms resolved.